Manufacturer narrative:
(B)(4). The device history reviews for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73l1500565 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The rubber bands on hooks broke. The patient's condition was reported as fine.